Event description:
Clip applier malfunction. Clips not engaging properly. Clips either misaligned as engaged or pushed outside tip of device. This item made it to the sterile field but did not reach the patient. The surgeon tested it prior to use and recognized the issue. It was then removed from the surgical field.